Event description:
It was reported that the ilet battery charger was not charging the device as expected, with the charger¿s green light blinking both when connected and when disconnected despite trying multiple outlets, and replacement supplies were shipped while the user transitioned to subcutaneous insulin pens as backup therapy. Symptoms included hyperglycemia and lethargy, with a reported glucose value of 349 mg/dl during the call. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and nurse and analysis of the information they provided. Investigation of this case revealed a charging problem associated with the battery charger component, and the issue was traced to a power source problem. It was concluded, based on previously established findings for similar reports, that the cause was component failure.